Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The device was at 2.60v, above eri when received. Based on the device setting information received, the device performed to the expected longevity but one battery voltage measurement was out of specification, at eri. All device testing was normal. The battery was sent out to the vendor for further evaluation; no anomalies were detected. The cause of the low battery voltage measurement could not conclusively be determined.

Manufacturer narrative:
The session records were reviewed and it was noted that the battery voltage was temporarily low on (B)(6) 2011 due to last capacitor maintenance performed. Thus, the device is working per design.

Event description:
It was reported that the device displayed an alert that it had reached eri. The device was explanted due to suspected premature battery depletion.